Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin drips exit the infusion set tubing. Reportedly, the customer would normally see drops of insulin after priming around 18 units; however, at the time of the report, the customer primed for 30 units and did not see insulin drops. The customer loaded new tubing and attempted to prime for 22 units, but no drops came out of the tubing. During troubleshooting, tandem technical support (cts) walked the customer through disconnecting the tubing from the cartridge and priming through the pigtail; however, no drops came out of the pigtail. Cts then walked the customer through changing the cartridge. Customer was able to see drops of insulin was successfully able to complete supply change. At the time of the report, the customer's blood glucose level was 500 mg/dl and was addressed with a manual injection.